Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation with a qdot micro catheter and the patient experienced heart failure / renal failure / hepatic failure that required medication and hospitalization. It was reported that after a case was completed on (B)(6) 2026, the patient was reported to have renal failure, liver failure, and right ventricular heart failure. The failures were discovered right away. The patient never left the hospital; the patient was admitted to the intensive care unit (ICU) for over a week. It was reported that the patient is on dialysis, and they continued to try to stabilize and improve the numbers, but they have not seen much improvement. The physician does not know why the patient is not doing well. The physician said there was no hemolysis and they don't understand why the failures are occurring. They are assuming these are ablation related, but they don't know why. The procedure was radiofrequency and pfa. The rf ablation on the cavotricuspid ishmus (cti) line was completed with the qdot micro catheter while pulmonary vein isolation (pvi) and posterior wall isolation was done with farapulse pfa system. There was a remap of the atrium, and they completed a post-voltage map, but the physician decided that the anterior wall did not look good. It was just damaged, but the patient did not go into any mitral splutter or atrial flutter, but the physician decided to complete an anterior atrial line, from the right superior vein to the mitral valves. They went to the right side, and the physician completed the superior vena cava (svc) isolation with farawave¿ pfa. After that, the physician induced an atrial tachycardia (atach) on the right side and was treated with rf. Overall, the patient had: 62 farapulse¿ pfa system ablations and 39- rf ablations completed. Additional information was received on 02-jun-2026. The adverse event was discovered after use. The patient also required medication.